Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs), alleging that her onetouch delica lancing device was not working properly, specifically the lancet does not fire. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the lancing device issue first began on (B)(6) 2015 at approximately 8am in the morning, when trying to use the subject lancing device to obtain a blood sample. The patient stated that she does not take any medications to manage her diabetes, and reportedly increased her food and/or drink consumption in response to the alleged issue. The patient denied experiencing any symptoms, however reported receiving hcp treatment of ¿glucagon injection¿ in the emergency room (ER) on (B)(6) 2015 at approximately 7:35am due to the reported issue. At the time of troubleshooting, the csr noted that it was not the first use of the product and that the correct (33g) lancets were being used. The csr reviewed the patient¿s testing technique but was unable to resolve the issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received hcp treatment for an acute blood glucose excursion after the alleged lancing device issue began.